Event description:
It was reported that an external trainer called on behalf of a user during initial training because the luer connector would not twist to lock in place after a cartridge was inserted, while the connector locked normally with no cartridge and functioned as expected with an alternate device, and the rewind process had been completed. Symptoms included no adverse clinical effects and no effect to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting with confirmation of proper insertion steps and comparative testing on an alternate device. Investigation of this case revealed a device mechanical interface issue at the luer connector and cartridge interface that was not reproducible on a different device, consistent with a connector or housing fit/tolerance problem. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical incompatibility related to component fit.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.